Event description:
Complainant alleged that the medics were responding to a call for a 64 year old male pt in an unwitnessed cardiac arrest. The pt was found in a collapsed condition in a shopping mall. The amount of early morning traffic through the mall would indicate that the pt was down for no more than 2-3 minutes. Bystander CPR was done for approx 30 sec, then stopped. The pt may have been breathing at this point. The medics found the pt supine, on the main mall floor, with vital signs absent. The medics monitored the pt with the device in semi-automatic mode. The complainant indicated that the device did not advise shock to a shockable pt heart rhythm. The medics then switched the device to manual mode and successfully defibrillated the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported event.